Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the device was not working and was showing an error message during a procedure. A back-up was retrieved and the case was completed. There was a delay of 30 minutes while the back-up was obtained. The patient had received light sedation during the procedure. There were no adverse consequences to the patient and no medical intervention was required.

Event description:
It was reported that the device was not working and was showing an error message during a procedure. A back-up was retrieved and the case was completed. There was a delay of 30 minutes while the back-up was obtained. The patient had received light sedation during the procedure. There were no adverse consequences to the patient and no medical intervention was required.

Manufacturer narrative:
The device was received by the manufacturer for evaluation. It was found that the touch screen was damaged and needed replaced. After the touch screen was replaced the unit operated normally and the device was returned to the customer.